Event description:
A malfunction was reported on a customer's pump, indicated by a malfunction 16 code. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions on how to reset the pump, and the pump did not exhibit the same malfunction again after the reset. The customer was advised to continue using the pump and to contact support if the issue recurs.